Event description:
Per company representative, the device was set up correctly. It appeared as though bands 1 and 2 were stacked together. The doctor adjusted them and inadvertently fired band one. The doctor fired to reset. The band was pulled to the tip of the the device. The patient was intubated, their varices found, and suction applied. The doctor fired and retracted but the band was still on the gun. He tried two more times, confirming that the thumb paddle was fully depressed. The device was withdrawn from the patient and tested. Three bands were fired successfully. The device was reinserted into the patient with a band at the tip, but the doctor was unable to deploy the bands.